Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR reports: 1627487-2013-16227, 1627487-2013-16229, 1627487-2013-16230. The pt has four leads from three separate lots. It was reported the pt wants his system explanted. He stated he has not charged his ipg in quite some time, but he did not specify why he wants his system removed. He stated he does not want to be contacted by anyone from sjm. No further info is available at this time.